Manufacturer narrative:
The device was in use for treatment. One atar 53912 extension cable was returned from the customer with no other accessories. No visible blood was found anywhere on the extension cable. Upon evaluation the color of the mdt connector attached to the cable looks faded/discolored. While checking the resistance through each cable it was found that there was no connection between the black connector and the female mdt connector. After removing the strain relief it was found that the wires broke at the solder joint causing the shrouded connector to lose connection. After analyzing these pins it was noticed that the strain relief looked warped. After cutting open the strain relief, signs of stress/stretching was found on the inside. The stress/stretching is occurring right at the solder joint and is acting as a pivot point anytime the cables are handled. Even though there is a strain relief on the parts, they do not reduce the force on the joint enough to prevent failure. A corrective and preventive action has been opened to address this failure. The instructions for use (IFU) informs the user that the cable can be re-sterilized by oscor eto gas sterilization a maximum of two times. Precautions are provided to the user: do not connect any cable model to a/c power source; connection of exposed pins to a/c power source may pose a risk of serious injury or death.

Event description:
The customer reported they are returning this cable for analysis as it has an open black wire. Additional information indicates there was no patient involvement with this event.